Manufacturer narrative:
No frozen screen noted. Unit time/clock moved. Unit had unresponsive all buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button. Unit had loose/protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The customer¿s blood glucose level was 349 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.